Event description:
While performing a coil embolization of superomedially directed left superior hypophyseal aneurysm, the coil (subject device) was placed in the aneurysm. An angiogram confirmed that the coil was positioned correctly. The physician repositioned the microcatheter tip due to displacement and then detached the coil successfully. The pusher wire was removed slowly under fluoroscopic observation for the first 10 cm to confirm detachment. Once detachment was confirmed, the physician withdrew more "rapidly" from the microcatheter and discarded the pusher wire. The physician then checked again under fluoroscopy to ensure the correct coil placement. The fluoroscopy revealed a segment of coil within the distal 2 cm of the microcatheter. A coil pusher was used to push the remainder of the coil back into the aneurysm. Four additional coils were placed and full occlusion of the aneurysm was achieved. The patient was reported to be "neurologically intact" and was discharged from the hospital two days post procedure. After this case was performed, the physician followed by performing an experimental simulation invitro, to try to recreate the phenomenon of "...suction generated by pusher-wire withdrawal after coil detachment within an intracranial aneurysm." The physician did a number of studies with the gdc coils, and two types of microcatheter. "Under some circumstances, rapid removal of the pusher wire can result in aspiration of a portion of a detached coil into a microcatheter. Pusher wires should, therefore, be withdrawn slowly and under fluoroscopic observation."

Manufacturer narrative:
Date of event: unk. (B)(4). "Coil extraction, suction generated by pusher wire withdrawal after coil detachment with an intracranial aneurysm." Device manufacturer date is unknown as the batch/lot # was not provided.